Manufacturer narrative:
The tech tested the pt position module sensors and the bed exit scale power control board and all functioned as designed, no repair needed.

Event description:
The account alleged they would not set the bed alarms. No pt impact.